Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The (was) was positioned and the wds was introduced. No bleed back was noted from the sheath for which the sheath was slightly repositioned to obtain bleed back. At this time, an effusion was noted via transesophageal echocardiogram without hemodynamic changes. They proceeded to introduce the wds and the device was successfully deployed and released. Patient remained stable throughout. At the end of the case, a pericardiocentesis was performed to successfully resolve the effusion. No medication was administered, only fluids. Patient was discharged the following day with no further complications.